Event description:
Following a hysteroscopy, a dilatation and curettage (d&c) and an uneventful novasure procedure performed on (B)(6) 2010 on a pt with an "acutely anteverted uterus", a laparoscopy was performed which noted an "area of white tissue desiccation similar to a burn near the left cornua" with no uterine perforation or bowel injury. No treatment was needed and a scheduled bilateral tubal ligation with filshie clips was performed. On (B)(6) 2010, the pt presented with a "fairly acute onset of abdominal pain". Both an ultrasound and x-ray were performed with no findings of infection or free fluid in the abdomen. The pt had increasing abdominal pain and was admitted to the hospital. A computed tomography (CT) scan showed free air in the abdomen and the pt got progressively sicker and became febrile, and tachycardic (140 beats per minute). She was also found to have a "rigid abdomen". A laparotomy was performed which noted "purulent drainage" from the abdomen. A perforation in the small bowel was noted "approx 2 cm inside [and] approx 3 feet from the ileocecal junction". The small bowel defect was "clamped and approx a 4 inch section of the small bowel was excised and reapproximated". A 0.5 x 3cm perforation in the left posterior corneal region of the uterus was also noted. This perforation was oversewn. The right posterior corneal region had a "thinning area that appeared to be a thermal defect, but it did not go full thickness." The pt was placed on "IV piperacillin/tazobactam". She reportedly "did extremely well and rapidly recovered without any signs of ongoing sepsis" and was discharged on (B)(6) 2010. Diagnosis upon discharge was "peritonitis secondary to uterine and small bowel perforation".

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure system cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).